Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (cannulated connecting screw, part number 03.010.044, lot number ur87073). The subject device was returned with the complaint that the instrument had stripped. The 03.010.044 cannulated connecting screw is an instrument routinely used with the suprapatellar instrumentation for titanium cannulated tibial nails per the technique guide. The product drawing was reviewed. The drawing was determined to be suitable for the intended device design, application, and dimensional conformity when used as recommended. Visual examination of the returned device show that while that the device had not stripped, the threads do show some nicks and a small amount of bending which may have been the intended complaint condition. It is likely that eight years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 12/2007 and is over eight years old. The balance of the returned device is otherwise in fairly good working condition with only some discoloration proximal to the distal threading. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part number: 03.010.044, lot number: ur87073: earliest release to warehouse date: december 31, 2007. [Note: 100 devices released december 31, 2007 and 85 devices released january 2, 2008]. Manufacturing site is (B)(4) and supplied by (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A device history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cannulated connecting screw for standard insertion handle stripped during a proximal femoral nailing case. No patient harm was reported. This report is 1 of 1 for (B)(4).